Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no pump data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump history was reviewed with the patient's father and indicated that no insulin boluses were administered for three days prior to the hospitalization ((B) (6) 2010 - (B) (6) 2010). The pump was subsequently evaluated by an animas certified pump trainer and rn, who confirmed that no boluses were present in the history prior to the event. The pump trainer also reported that the patient was not properly priming the infusion set tubing with insulin prior to initiating pump use. The patient was therefore without insulin for a period of time as the infusion set tubing contained air. The pump user guide instructs users to prime the infusion set tubing until drops of insulin are seen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.